Event description:
The customer contact reported that during testing at the user facility, the device did not pass the distal occlusion test. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.